Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with a hysteroscopy, dilation and curettage, and a novasure ablation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to erosion of mesh, pain, and discomfort. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/16/2017. (B)(4). It was reported that following insertion the patient experienced discomfort.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary incontinence and burning.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a endometrial ablation. The patient underwent mesh revision/removal on (B)(6) 2010 by implanting surgeon due to erosion and pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.